Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 3 patients tested for multiple assays. Of the data provided, the results for 1 patient were erroneous when tested for thyrotropin (tsh) & ft3 - free triiodothyronine (ft3 iii). Comparison testing was being performed between 2 different e602 analyzers. The results for tsh & ft3 iii are a reportable malfunction. No erroneous results were reported outside of the laboratory. This medwatch will cover the e602 analyzer with serial number (B)(4). Refer to medwatch with patient identifier (B)(4) for information on the e602 analyzer with serial number (B)(4). The initial ft3 iii result was 1.42 pmol/l from e602 analyzer with serial number (B)(4). The repeat result was from e602 analyzer with serial number (B)(4) was 3.56 pmol/l. The initial tsh result was 0.022 miu/l on the e602 analyzer with serial number (B)(4). The repeat result from the same analyzer was 0.658 miu/l. No adverse event occurred. The ft3 iii reagent lot number was 18743200. The expiration date was not provided. The tsh reagent lot number was 12034100. The expiration date was not provided.

Manufacturer narrative:
Based on a review of the available information, the alarm trace shows multiple aspiration errors. This indicates an issue with sample quality and can cause erroneous pipetting to occur. It was noted that the customer is not using tube adapters with their 13 mm tubes. This could cause tubes to be tilted and the liquid level could be detected incorrectly. It was also noted that some of the tubes had seals remaining on top of the tubes. This is also a potential cause for discrepant results.